Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a right knee procedure performed on (B)(6) 2022 using a fast fix flex, patient turned over in bed twisting the right knee and heard a crack. There is a complex bucket handle retear involving the medial meniscus. The patient is still symptomatic therefore he has been listed for an arthroscopic partial medial meniscectomy.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the patient¿s turning in bed and twisting of the right knee was likely the cause of the reported complex bucket handle retear involving the medial meniscus. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after a right knee procedure performed on (B)(6) 2022 using a fast fix flex, patient turned over in bed twisting the right knee and heard a crack. There is a complex bucket handle retear involving the medial meniscus. The patient is still having pain and swelling therefore he has been listed for an arthroscopic partial medial meniscectomy.

Manufacturer narrative:
Internal complaint reference case-(B)(4). B5 and h6: updated.

Event description:
It was reported that after a right knee procedure performed on (B)(6) 2022 using a fast fix flex, patient turned over in bed twisting the right knee and heard a crack. The knee was swollen and pain was reported. The event was treated with medication. There is a complex bucket handle retear involving the medial meniscus. The patient is still having pain and swelling therefore he has been listed for an arthroscopic partial medial meniscectomy.

Manufacturer narrative:
H10: additional information. B5 section updated.